Manufacturer narrative:
Additional information (16-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting for issues of this nature. The dimension exl 200 system verification indicated acceptable performance after the service visit. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h3 and h6 has been updated to reflect the hsc investigation. On (B)(6) 2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the falsely depressed creatinine (cre2) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed creatinine (cre2) patient results were obtained on a dimension exl 200 system. The falsely depressed patient results were not reported to the physician. The same samples were reprocessed on the original instrument. The reprocessed results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine (cre2) results.